Manufacturer narrative:
The ultra-filtrate pump was calibrated and valve 24 was replaced during a field service call. Medical records have been requested. A supplemental report will be submitted upon completion of medical records and the plant's investigation.

Event description:
A biotechnician requested a field service due to a patient feeling ill on the machine. The machine did not have any alarms. The patient was hospitalized due to this incident. Medical records have been requested.